Manufacturer narrative:
A direct correlation between the device and the reported driveline infection could not be determined; however, the instructions for use lists driveline infection as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains ongoing on lvad support and no further events have been reported to the manufacturer at this time. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 37 days post-implant, it was reported that the patient had a bacterial driveline infection and the cause of the infection was unknown. The patient was treated with drug therapy and remains ongoing on lvad support.

Manufacturer narrative:
Pt weight: the patient's weight was not reported. Approximate age of the device is 37 days. The device remains implanted and in use by the patient. The event occurred at the (B)(6). No further information is available. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.